Event description:
It was reported that the patient presented for a routine follow up. Upon review, the right ventricular lead exhibited over-sensed noise. No intervention was performed, and the patient was asymptomatic. The patient condition was stable.